Event description:
Cpi received info that lead was removed from service due to low impedance and insulation damage. They were replaced with a new sensing lead model 0012. Lead was capped and remain implanted.